Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the monitor did not generate vt alarm when expected. Functional testing of the monitor in accordance with the instructions for use was "o.k.". There was no pt injury reported. (B)(4).